Manufacturer narrative:
Pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that the top of the reservoir compartment was damaged. The customer¿s blood glucose level was 146 mg/dl at the time of incident. The insulin pump will be returned for analysis.